Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at the cor rect depth, however, the annulus was not sealed and moderate paravalvular leak (pvl) was reported. Subsequently, a second valve was implanted valve-in-valve to provide a greater radial force and reduced the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.